Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the reported device was an atg45, but the event description states ec60a. Was ec60a added to the event description in error? In error. Sorry. The analysis results found that the atg45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded in the device. The reload was received unfired. In addition two tr45g cartridges reloads were received. The reload (b) was received fully fired. The reload (c) was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the ec60a could not fire on the first two firings. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.